Event description:
It was reported that this right ventricular (rv) lead was attempted due to the stylet could not be advanced to the distal tip of the lead. This rv lead was replaced and not implanted. No adverse patient effects were reported.